Event description:
It is reported that the patient underwent a synovectomy and lateral release due to pain.

Manufacturer narrative:
No x-rays or patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) were provided. Review of surgical reports provided indicates the surgical technique was followed. Surgical report dated (B)(6) 2011 states that a synovectomy and lateral release were performed on that day due to persistent pain and patellofemoral impingement. The patellofemoral impingement may have been due to the reported tight plical bands, as indicated in that report. Review of the device history records did not find any product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.